Manufacturer narrative:
The replaced part has been returned to manufacturer for investigation.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. Patient involvement is unknown. Manufacturer's ref #: (B)(4).